Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the every time that they changes the batteries, they have to reprogram all insulin pump settings. The customer's blood glucose was unknown. The customer has been given a failed battery test. Every time that the customer changes the batteries, they need to reprogram all insulin pump settings, even though batteries were out of the insulin pump for less than 5 minutes. The product will not be returned for analysis.